Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (dark blue) and the main body (light blue) of a minicap transfer set. The event was further described as ¿the dark blue connector twisted out of the light blue main body¿. This was observed during use of the device for peritoneal dialysis (pd) therapy. The patient clamped the tubing and cut the transfer set to disconnect. There was no report of patient injury; however, the patient was given ceftazidime 1gm intraperitoneal prophylactically as a precautionary measure. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation with a patient connector attached to the female connector. A visual inspection with the naked eye noted a separation between the female connector and main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was related to inadequate solvent application to the main body during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.